Manufacturer narrative:
Additional information: date rec¿d by manufacture, device evaluated by manufacture. The reported event of a missing hemostasis seal was confirmed. Visual inspection of the hemostasis hub confirmed the absence of the hemostasis seal in the hub. No anomalies or signs of damage were noted on the hub that would indicate the seal was removed after manufacturing, indicating that the seal was never placed during the manufacturing process. The root cause of the reported missing hemostasis seal was confirmed to be manufacturing related. Corrective actions have been taken to prevent reoccurrence.

Event description:
During the procedure, it was noted that the hemostasis seal was missing from the introducer sheath hemostasis hub. The sheath was replaced and the procedure was completed without patient consequences.